Event description:
It was reported that the patient's left ventricular (lv) lead dislodged. The lv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products d314trg implantable cardioverter defibrillator (ICD)  (B)(6) 2012; 6947 implantable tachy lead (B)(6) 2010. (B)(4).